Event description:
I started getting sick about 8 years after getting saline breast implants. I had the following symptoms and diagnosis: symptoms: pain under arms - tender and sharp arm fatigue. Don't sweat poor circulation. Hot cold intolerance. Blood pools in feet. Adrenal fatigue. Inflammation in joints. Anxiety. Extreme fatigue. Muscle aches. Brain fog. Memory loss. Dizzy spells. Flare ups of flu like symptoms. Hair loss. Muscle weakness in arms and hands. Reoccurring yeast infections. Tinnitus. Apathy/depression. Loss of libido. Weight gain. New food/medication intolerances. Positive ana - diagnosed as unspecified autoimmune disorder. Heart palpitations. Night time incontinence. Hypersensitive skin. Sharp pain between my shoulder blades. Sore rib cage. Weakness in right hand. Numbness in right hand. Constant need to breathe deep. Tender breasts. Backbone and neck painful and inflamed. Kidneys, hurt arms, muscle spasms in left breast. Diagnosed: adrenal fatigue, hypothyroidism, anxiety, depression, chronic fatigue, auto immune, gerd, implants were removed on (B)(6) 2017. After 2 months 70 percent of symptoms are gone or improving. The other 30 percent will take time to improve.